Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The field service engineer exchanged the gear pump, the reagent probes, cleaned and adjusted the waterlevel of cells flowpath. The customer experienced continued issues. The field service engineer then found some leaky cell rinse tubes, replaced them, and confirmed the module running back within spec. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 702 module analyzer. The initial result was 1.60 mmol/l and the repeat result was 2.17 mmol/l. The sample was rerun on another instrument and the result was 2.17 mmol/l. No questionable result was reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.